Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: G7Mobile OS: iOS / iOS_iPhone 11 Pro Max / 2.9.1 / iOS 26.1.